Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on posterior, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Patient reported right side "nodules", "seroma", "rupture", "breast inflammatory disorder." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported right side "nodules", "seroma", "rupture", "breast inflammatory disorder." Device has been explanted.